Event description:
Catheterization lab c-arm equipment had a "gantry failure, call service" error message when staff attempted to ready the room for a procedure. Bio-med was called and were able to get equipment operational. No injury or impact to patient, except a 45 minute delay in moving procedure to an alternate catheterization lab room.